Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 67 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test. However, the device was unable to prime during prime test and it alarmed motor error during basic occlusion test due to slightly loose support disk. The device had minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners, and cracked reservoir tube lip.